Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the esg-400 hf generator issued error message e433. However, the error was a temporary fault and the intended procedure was successfully completed using the same device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation nor to any repair center. However, the customer confirmed, that the error disappeared when the foot switch was exchanged. Therefore, the reported error message e433 is most likely attributed to the foot switch and not to the generator itself. Based on the information available, the exact cause of the reported phenomenon and the user's experience could not be determined and is being judged as unknown. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.